Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Unable to verify battery power loss alarm due to blank display. Device was received with cracked battery tube threads, cracked case along the side of the battery tube, missing serial number label, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was wet and does not work. Customer's blood glucose level was 200 mg/dl. Customer stated that insulin pump was wet on the back of screen and crack on the battery compartment. Customer stated that they do hear fluid when shaking the pump. Customer stated that they see fluid under the screen. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.